Event description:
During nephrectomy, the surgeon clipped the renal vein with a large clip applier (mcl20). He proceeded in the case and after about 1/2 hour noticed that approximately 3 clips that were on the renal vein had come off. Pt consequence was unk blood loss, but there was no intervention.